Event description:
Spo2 [saturation of peripheral oxygen] sensor applied to patient and connected to philips adaptor cable which was attached to the machine. Machine unable to provide spo2 reading. Cable replaced and spo2 reading provided. Initial cable failed to produce a reading. This resulted in a delay in care to the patient, no known patient harm at this time.